Event description:
The customer reported that the green button of the 9900 sys will not turn the unit on. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The t1 transformer was replaced. The sys was tested and operates as intended.